Event description:
New information noted that the device and lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed a complete lead was returned in two pieces. During electrical testing a short was noted. Destructive analysis was performed, and visual inspection found two abrasions breaching the inner insulation at the distal region of the lead. The insulation breach was noted at 36.7cm and 37.0cm from the distal tip. The cause of the reported events was isolated to the inner insulation abrasions.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricle lead exhibited low pacing impedance and oversensing of noise. The noise resulted in pacing inhibition, there were no adverse consequences to the patient. No device intervention was performed. The patient was in stable condition and would continue to be monitored.